Event description:
An 86 year old male with pulmonary edema, atrial fibrillation and renal failure developed symptomatic bradycardia and respiratory arrest. When the patient did not respond to atropine, external pacer leads were applied. The physcian tried to increase the heart rate using the pacer. There was no current to the pacer and there was "no ECG" message displayed. Further interventions were unsuccessful and the patient died. No environmental factors were involved. The lifepak 8 quick-pace is slotted into the lifepak 8 defibrillator which is attached to the lifepak 8 cardiac monitor. The loss of pacing function which occurred was likely caused by the unreliable data transfer of ECG information between the monitor and the defibrillator. The symptoms observed during the incident were duplicated during testing and the cause was isolated to the optical data couplingdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: component failure, telemetry failure, inherent risk of procedure, other. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.